Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was above 500 mg/dl; a manual injection was administered to address elevated bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally. It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session.